Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the leak was at the past 2nd o ring. The device will be return for analysis.